Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were under filled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: 2 shelf packs have been opened and different tubes have been tested, and none of them filled properly, customer believes there is an issue with vacuum. This way, their studies are compromised, and they want to return the products.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were under filled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: 2 shelf packs have been opened and different tubes have been tested, and none of them filled properly, customer believes there is an issue with vacuum. This way, their studies are compromised, and they want to return the products.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.